Event description:
It was reported that intermittently, when taking pictures with the 9800 system, the screen will go black and the system will need to be rebooted to correct. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.